Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting signs of of oversensing. Ecgs were forwarded to cpi for evaluation and a representative in technical services confirmed the oversensing.